Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: (B)(4), bi-ventricular implantable cardioverter defibrillator, 2009 (B)(6); 694758, implantable tachy lead, 2009 (B)(6); 5076-45, implantable pacing lead, 2009 (B)(6). (B)(6) .

Event description:
It was reported that the patient fell. The right ventricular (rv) lead was suspected to have fractured as there was high impedance and oversensing present. The rv lead was removed and replaced. Also, the left ventricular (lv) lead became dislodged. The lv lead was removed and will be replaced at a future date. No patient complications have been reported as a result of this event.